Event description:
A customer, through a government agency, reported an incident that during an extracapsular cataract extraction surgery on the left eye. After the surgical incision had been sutured, the suture suddenly broke while preparing to aspirate the viscoelastic agent. This resulted in a serious injury, along with a delay in the surgical procedure and an extension of the overall surgical time. They completed the surgery by an alternate suture on same day.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).